Event description:
It was reported that the customer's batteries were not lasting long inside the insulin pump even after using a replacement battery cap. The customer's blood glucose was 159 mg/dl. The customer stated that the batteries were in the insulin pump for less than a week. Troubleshooting was done. The customer stated the replacement battery cap did not resolve the issue. The customer mentioned that the battery sometimes lasted only one day. Advised customer that the insulin pump needed to be replaced. Advised that a replacement insulin pump would be sent.

Manufacturer narrative:
Pump received with high operating currents due to open driver at lcd driver. Unable to verify weak battery alarm and low battery alarm due to low battery life. No cosmetic damage noted.